Event description:
Unable to program. Parents had to take infant to hosp for infusion dose. New pump sent for next dose with no problems. Pt's age is 20 mos. Device to be sent to the MFR when returned.